Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that, 6 days after the dental implant was installed in intraoral region #21, its non-osseointegration was observed. Thirty five ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type I) and bone graft was executed.